Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was observed beneath the display screen. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.